Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a time/loss/gain issue. The reporter stated that the pump time was losing a couple of minutes. No further information was available. This complaint is being reported because the issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.